Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. During review of the device history log, entries of "poor pad contact" and "check pads" messages were observed. It was also observed that the device successfully passed self-tests prior to the customer report. The event electrodes were not returned for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.